Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl. The insulin pump was not exposed to moisture or damaged. Customer used new battery, but the display did not return. The battery they used was energizer alkaline. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display. Blank display not found during testing. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to partial display. .